Event description:
During a bronchoscopy procedure, the blue tip of a kimberly clark ready care oral suction kit, came off of the suction device, and the procedure had to be halted, so the tip could be manually retrieved from the patient's mouth. It is unk which of three lot numbers this defective one came from, but the three lot numbers we have on hand are: m9124a704 mfg date 2009-05; lot #456526 mfg date 2008-04; and lot # 226777 no mfg date: all removed from service.